Manufacturer narrative:
The complaint information did not indicate the battery would not provide emergency backup power or was not able to charge. Additionally, there were no allegations that the battery failed to provide power consistent with the timing alarms/indicators. Therefore the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed. There was no reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.